Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was over 600 mg/dl and was taken to the hospital for assistance. Customer stated that her infusion set cannula was not inserted properly. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display.